Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The mss classified this complaint based on customer service representative (csr) documentation. A letter has been sent to the patient requesting a call back. The lay user/patient contacted lifescan (lfs) customer service alleging that the one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of "178 mg/dl" with the lifescan meter. No other results were reported. The reported issue first started on (B) (6) 2010 at 11:30 am. The patient had been administering her usual insulin dose based on a sliding scale regimen (insulin name/units unknown). The patient described developing symptoms of feeling clammy, quivery, faint, funny all over, and unable to focus on (B) (6). No treatment was sought. According to the troubleshooting performed with customer service, the patient did no have control solution to run quality control testing. Replacement products were sent. This complaint is being reported due to the following conclusion: although there is little indication that the product malfunctioned, the patient alleged developing symptoms suggestive of hypoglycemia after the onset of the alleged product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.